Manufacturer narrative:
Please disregard this report number (1423537-2024-00073). This device is not sold in the united states and a similar device is not marketed/distributed in the united states. This complaint report was generated in error and no report is required.

Event description:
The customer reported that on (B)(6) 2024, the product being used for two weeks, and the product was tried to be removed but failed. On (B)(6) 2024, the second attempt was made in collaboration with a vascular surgeon but failed. Per customer, on the same day, the catheter was disconnected inside the vessel during the 3rd attempt and was surgically removed. The patient was confirmed to be stable. Additional information was received and stated that a vascular surgery was performed to remove the catheter. A little incision was made for smooth removal.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. E1: (B)(6).